Event description:
The pt underwent a sling procedure in 2005 for treatment of mixed incontinence symptoms. There were no intraoperative or immediate postoperataive complications and the pt was discharged home the following day with a normal voiding pattern. At the 6 month follow up, the pt reported an episode of cystitis of moderate severity for 9 days. The pt was treated with the following: ofloxacin, tiemonium iodine, and acetaminophen.

Manufacturer narrative:
H6: suburethral slings are not intended to treat or prevent urinary tract infection. In the immediate postoperative period, any procedure in which the bladder is instrumented (catheter, sounds, etc.) Is associated with the risk of the development of urinary tract infection. In the long term, any female is at risk for urinary tract infection, particularly if they are sexually active. The development of a urinary tract infection following the suburethral sling is not the result of the device itself.